Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -11.0/2.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 unk. A5 unk. A6 unk. B3 unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).